Event description:
This ventilator has shut down and them come on again in rapid succession, on more than one occasion. Prior to the reported incident, this ventilator shut off during transport. All incidents have been of short duration with medical personnel in close proximity and no pt harm has occurred.